Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported neurostimulator migration. Diagnostic methods included an examination that confirmed the neurostimulator had migrated on (B)(6) 2016. Etiology was reported as related to the device or therapy and not related to the implant procedure. No actions had been taken and the outcome was considered ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event was reported to be unresolved with no further actions planned.